Event description:
It was reported that after three days of the external pulse generator (epg) being used on a patient the low battery indicator flickered. The epg system was replaced for another epg system. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. A long-term test was performed and the pacemaker stopped after twelve days of use, the pacemaker did not have abnormality of operation. (B)(4).